Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tube), essure in abdomen'), embedded device ('look for the titanium coils (azure) that was imbedded in muscle wall'), device expulsion ('expulsion of essure device'), pregnancy with contraceptive device ('pregnancy (termination)'), genital haemorrhage ('abnormal bleeding (general)'), seizure ('seizures'), cataplexy ('cataplexy episodes first few years'), circulatory collapse ('collapsing and cataplexy episodes first few years'), narcolepsy ('narcolepsy') and menorrhagia ('menorrhagia, ridiculously heavy flow with clots/abnormal bleeding(in between and heavy)') in a 42-year-old female patient who had essure (batch no. 20227508,705802) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2, obesity, dysuria, shortness of breath, rhinitis, dermatitis, viral syndrome, asthmatic attack, sleep disturbance, stress, tobacco use disorder, fatigue, recurrent abortion, toxemia, hypertension, jaundice (son) and chronic uti. She denies vaginal discharge or pelvic pain. Previously administered products included for an unreported indication: depo provera from 1995 to 1996 and sponge. Concomitant products included beclometasone dipropionate (qvar), clindamycin, ergocalciferol (vitamin d2), fluconazole, fluticasone, hydrocodone, ibuprofen, magnesium citrate (citroma), medroxyprogesterone acetate, mupirocin, nitrofurantoin, paracetamol (acetaminophen), phenazopyridine, promethazine, salbutamol sulfate (proair hfa), sulfamethoxazole and trimethoprim. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced urinary tract infection ("chronic uti"), migraine ("migraines"), headache ("headache"), nausea ("nausea"), myoclonus ("my clonic jerks"), muscle spasms ("body spasms") and chronic fatigue syndrome ("chronic fatigue syndrome") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criterion medically significant). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced menopausal symptoms ("menopausal like"). In (B)(6) 2011, the patient experienced urinary incontinence ("leak pee unpredictably"). In 2011, the patient experienced device breakage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced depression ("depression") and post-traumatic stress disorder ("ptsd"). In 2016, the patient experienced bundle branch block right ("right bundle branch block"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), cataplexy (seriousness criterion medically significant), circulatory collapse (seriousness criterion medically significant), narcolepsy (seriousness criterion medically significant), hypothyroidism ("thyroid failure"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), candida infection ("chronic candida"), cyst ("cysts"), anxiety ("anxiety"), fibromyalgia ("fibromyalgia"), rash erythematous ("chronic unknown rashes legs, chest"), rash papular ("rashes on face, scalp"), dysuria ("pain during urination"), arrhythmia ("arrhythmia"), tooth disorder ("dental problems"), pelvic pain ("pelvic pain"), vaginal discharge ("vaginal discharge"), visual impairment ("can't see close up /midrange"), irritable bowel syndrome ("ibs"), sleep apnoea syndrome ("sleep apnea"), pain ("chronic pain syndrome"), device allergy ("hypersensitivity to medication to the point of difficult to treat"), alopecia ("hair loss"), nervous system disorder ("neuro condition"), metrorrhagia ("abnormal bleeding in between heavy"), impaired work ability ("unable to work ever again") and drug hypersensitivity ("hypersensitivity to medication to the point of difficult to treat") and was found to have hormone level abnormal ("hormone changes"). The patient was treated with amitriptyline, antibiotics, bismuth subsalicylate (pepto bismol), caffeine;paracetamol (excedrin aspirin free), cefixime (flexeril), celecoxib (celexa), cimicifuga racemosa extract (black cohosh extract), hydrocodone bitartrate;paracetamol (vicodin), levothyroxine, naproxen sodium (aleve), ondansetron (zofran), paracetamol (tylenol 8 hour), phenazopyridine hydrochloride (pyridium), succinic acid, sumatriptan and tramadol hydrochloride (tramadole). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, pregnancy with contraceptive device, genital haemorrhage, seizure, cataplexy, circulatory collapse, menopausal symptoms, hypothyroidism, vaginal haemorrhage, menorrhagia, allergy to metals, urinary tract infection, female sexual dysfunction, candida infection, cyst, depression, anxiety, post-traumatic stress disorder, fibromyalgia, rash erythematous, rash papular, urinary incontinence, dysuria, migraine, headache, bundle branch block right, nausea, tooth disorder, myoclonus, muscle spasms, chronic fatigue syndrome, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, visual impairment, fatigue, weight increased, irritable bowel syndrome, sleep apnoea syndrome, pain, device allergy, alopecia, nervous system disorder, metrorrhagia, impaired work ability, drug hypersensitivity and hormone level abnormal outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered allergy to metals, alopecia, anxiety, arrhythmia, bundle branch block right, candida infection, cataplexy, chronic fatigue syndrome, circulatory collapse, cyst, depression, device allergy, device breakage, device expulsion, drug hypersensitivity, dysmenorrhoea, dyspareunia, dysuria, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, hormone level abnormal, hypothyroidism, impaired work ability, irritable bowel syndrome, menopausal symptoms, menorrhagia, metrorrhagia, migraine, muscle spasms, myoclonus, narcolepsy, nausea, nervous system disorder, pain, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, rash erythematous, rash papular, seizure, sleep apnoea syndrome, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she is planning for essure removal due to one test showed that it traveled out of tube into abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded) left side not occluded. Lot number:20227508 manufacturing date:2010/01 expiration date:2013/01. Lot number:705802 manufacturing date:2010/01 expiration date:2013/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received: events plaintiff fact sheet received: events neuro condition, abnormal bleeding in between heavy, unable to work ever again, chronic pain syndrome, hypersensitivity to medication to the point of difficult to treat, hormone changes were added. We received lot numbers in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube), malposition of essure device location of device: abdomen"), embedded device ("look for the titanium coils (azure) that was imbedded in muscle wall"), device dislocation ("migration of essure device location"), device expulsion ("expulsion of essure device"), abortion induced ("pregnancy (termination)"), genital haemorrhage ("abnormal bleeding (general)"), seizure ("seizures"), cataplexy ("cataplexy episodes first few years"), circulatory collapse ("collapsing and cataplexy episodes first few years") and narcolepsy ("narcolepsy") in a 42-year-old female patient who had essure (batch no. 20227508,705802) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2, obesity, dysuria, shortness of breath, rhinitis, dermatitis, viral syndrome, asthmatic attack, sleep disturbance, stress, tobacco use disorder and fatigue. She denies vaginal discharge or pelvic pain. Concomitant products included beclometasone dipropionate (qvar), clindamycin, ergocalciferol (vitamin d2), fluconazole, fluticasone, hydrocodone, ibuprofen, magnesium citrate (citroma), medroxyprogesterone acetate, mupirocin, nitrofurantoin, paracetamol (acetaminophen), phenazopyridine, promethazine, salbutamol sulfate (proair hfa), sulfamethoxazole and trimethoprim. On (B)(6) the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), cataplexy (seriousness criterion medically significant), circulatory collapse (seriousness criterion medically significant), narcolepsy (seriousness criterion medically significant), menopausal symptoms ("hormonal changes describe: menopausal like"), hypothyroidism ("thyroid failure"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia, ridiculously heavy flow with clots"), allergy to metals ("allergic or hypersensitivity reaction type: nicklel"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: chronic uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), candida infection ("infection (other describe: chronic candida"), the first episode of cyst ("cysts"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), post-traumatic stress disorder ("ptsd"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), rash erythematous ("rashes or skin conditions type: chronic unknown rashes legs, chest"), rash papular ("rashes or skin conditions type: face, scalp"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headache"), the second episode of cyst ("reproductive system disorder or condition type of disorder or condition: cysts"), bundle branch block right ("blood or heart disorder/condition, type: right bundle branch block"), arrhythmia ("arrhythmia"), nausea ("nausea"), tooth disorder ("dental problems"), myoclonus ("neurological conditions or problems type: my clonic jerks"), muscle spasms ("body spasms"), chronic fatigue syndrome ("chronic fatigue syndrome"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pelvic pain female"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: can't see close up /midrange"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), sleep apnoea syndrome ("sleep apnea"), pain ("chronic pain syndrome"), drug hypersensitivity ("hypersensitivity to medication to the point of difficult to treat."), alopecia ("hair loss") and impaired work ability ("other injury(ies) or complication please describe: was a nurse, unable to work now ever again"), underwent abortion induced (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, device expulsion, abortion induced, genital haemorrhage, seizure, cataplexy, circulatory collapse, menopausal symptoms, hypothyroidism, vaginal haemorrhage, menorrhagia, allergy to metals, urinary tract infection, female sexual dysfunction, candida infection, depression, anxiety, post-traumatic stress disorder, fibromyalgia, rash erythematous, rash papular, bladder disorder, urinary tract disorder, migraine, headache, the last episode of cyst, bundle branch block right, nausea, tooth disorder, myoclonus, muscle spasms, chronic fatigue syndrome, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, visual impairment, fatigue, weight increased, irritable bowel syndrome, sleep apnoea syndrome, pain, drug hypersensitivity, alopecia and impaired work ability outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abortion induced, allergy to metals, alopecia, anxiety, arrhythmia, bladder disorder, bundle branch block right, candida infection, cataplexy, chronic fatigue syndrome, circulatory collapse, depression, device breakage, device dislocation, device expulsion, drug hypersensitivity, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, hypothyroidism, impaired work ability, irritable bowel syndrome, menopausal symptoms, menorrhagia, migraine, muscle spasms, myoclonus, narcolepsy, nausea, pain, pelvic pain, post-traumatic stress disorder, rash erythematous, rash papular, seizure, sleep apnoea syndrome, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of cyst and the second episode of cyst to be related to essure. The reporter commented: she is planning for essure removal due to one test showed that it traveled out of tube into abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Hysterosalpingogram - on 25-mar-2011: unilateral occlusion (right tube occluded). Lot number:20227508 manufacturing date:2010/01 expiration date:2013/01 . Lot number:705802 manufacturing date:2010/01 expiration date:2013/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tube), essure in abdomen'), embedded device ('look for the titanium coils (azure) that was imbedded in muscle wall'), device expulsion ('expulsion of essure device'), pregnancy with contraceptive device ('pregnancy (termination)'), genital haemorrhage ('abnormal bleeding (general)'), seizure ('seizures'), cataplexy ('cataplexy episodes first few years'), circulatory collapse ('collapsing and cataplexy episodes first few years') and narcolepsy ('narcolepsy') in a 42-year-old female patient who had essure (batch no. 20227508, 705802) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2, obesity, dysuria, shortness of breath, rhinitis, dermatitis, viral syndrome, asthmatic attack, sleep disturbance, stress, tobacco use disorder, fatigue, recurrent abortion, toxemia, hypertension and jaundice (son). She denies vaginal discharge or pelvic pain. Previously administered products included for an unreported indication: depo provera from 1995 to 1996 and sponge. Concomitant products included beclometasone dipropionate (qvar), clindamycin, ergocalciferol (vitamin d2), fluconazole, fluticasone, hydrocodone, ibuprofen, magnesium citrate (citroma), medroxyprogesterone acetate, mupirocin, nitrofurantoin, paracetamol (acetaminophen), phenazopyridine, promethazine, salbutamol sulfate (proair hfa), sulfamethoxazole and trimethoprim. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced urinary tract infection ("chronic uti"), migraine ("migraines"), headache ("headache"), nausea ("nausea"), myoclonus ("my clonic jerks"), muscle spasms ("body spasms") and chronic fatigue syndrome ("chronic fatigue syndrome") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia, ridiculously heavy flow with clots/abnormal bleeding(in between and heavy)"). In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced menopausal symptoms ("menopausal like"). In 2011, the patient experienced device breakage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced urinary incontinence ("leak pee unpredictably"). In 2014, the patient experienced depression ("depression") and post-traumatic stress disorder ("ptsd"). In 2016, the patient experienced bundle branch block right ("right bundle branch block"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), cataplexy (seriousness criterion medically significant), circulatory collapse (seriousness criterion medically significant), narcolepsy (seriousness criterion medically significant), hypothyroidism ("thyroid failure"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), candida infection ("chronic candida"), cyst ("cysts"), anxiety ("anxiety"), fibromyalgia ("fibromyalgia"), rash erythematous ("chronic unknown rashes legs, chest"), rash papular ("rashes on face, scalp"), dysuria ("pain during urination"), arrhythmia ("arrhythmia"), tooth disorder ("dental problems"), pelvic pain ("pelvic pain"), vaginal discharge ("vaginal discharge"), visual impairment ("can't see close up /midrange"), irritable bowel syndrome ("ibs"), sleep apnoea syndrome ("sleep apnea"), pain ("chronic pain syndrome"), device allergy ("hypersensitivity to medication to the point of difficult to treat") and alopecia ("hair loss") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with amitriptyline, antibiotics, bismuth subsalicylate (pepto bismol), caffeine;paracetamol (excedrin aspirin free), cefixime (flexeril), celecoxib (celexa), cimicifuga racemosa extract (black cohosh extract), hydrocodone bitartrate;paracetamol (vicodin), levothyroxine, naproxen sodium (aleve), ondansetron (zofran), paracetamol (tylenol 8 hour), phenazopyridine hydrochloride (pyridium), succinic acid, sumatriptan and tramadol hydrochloride (tramadole). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, pregnancy with contraceptive device, genital haemorrhage, seizure, cataplexy, circulatory collapse, menopausal symptoms, hypothyroidism, vaginal haemorrhage, menorrhagia, allergy to metals, urinary tract infection, female sexual dysfunction, candida infection, cyst, depression, anxiety, post-traumatic stress disorder, fibromyalgia, rash erythematous, rash papular, urinary incontinence, dysuria, migraine, headache, bundle branch block right, nausea, tooth disorder, myoclonus, muscle spasms, chronic fatigue syndrome, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, visual impairment, fatigue, weight increased, irritable bowel syndrome, sleep apnoea syndrome, pain, device allergy and alopecia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered allergy to metals, alopecia, anxiety, arrhythmia, bundle branch block right, candida infection, cataplexy, chronic fatigue syndrome, circulatory collapse, cyst, depression, device allergy, device breakage, device expulsion, dysmenorrhoea, dyspareunia, dysuria, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, hypothyroidism, irritable bowel syndrome, menopausal symptoms, menorrhagia, migraine, muscle spasms, myoclonus, narcolepsy, nausea, pain, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, rash erythematous, rash papular, seizure, sleep apnoea syndrome, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she is planning for essure removal due to one test showed that it traveled out of tube into abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded). Left side not occluded. Lot number:20227508 manufacturing date:2010/01 expiration date:2013/01. Lot number:705802 manufacturing date:2010/01 expiration date:2013/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- pt of bladder disorder updated to urinary incontinence. Pt of urinary tract disorder updated to dysuria. Medical history, treatment and historical drugs were added. Correction following company internal review: the events malposition of essure device location of device: abdomen; was a nurse, unable to work now ever again; reproductive system disorder or condition type of disorder or condition: cysts were deleted; coding for the event pregnancy (termination) was updated. We received lot numbers in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube), malposition of essure device location of device: abdomen"), embedded device ("look for the titanium coils (azure) that was imbedded in muscle wall"), device dislocation ("migration of essure device location"), device expulsion ("expulsion of essure device"), abortion induced ("pregnancy (termination)"), genital haemorrhage ("abnormal bleeding (general)"), seizure ("seizures"), cataplexy ("cataplexy episodes first few years"), circulatory collapse ("collapsing and cataplexy episodes first few years") and narcolepsy ("narcolepsy") in a (B)(6) female patient who had essure (batch no. 20227508, 705802) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2, obesity, dysuria, shortness of breath, rhinitis, dermatitis, viral syndrome, asthmatic attack, sleep disturbance, stress, tobacco use disorder and fatigue. She denies vaginal discharge or pelvic pain. Concomitant products included beclometasone dipropionate (qvar), clindamycin, ergocalciferol (vitamin d2), fluconazole, fluticasone, hydrocodone, ibuprofen, magnesium citrate (citroma), medroxyprogesterone acetate, mupirocin, nitrofurantoin, paracetamol (acetaminophen), phenazopyridine, promethazine, salbutamol sulfate (proair hfa), sulfamethoxazole and trimethoprim. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), cataplexy (seriousness criterion medically significant), circulatory collapse (seriousness criterion medically significant), narcolepsy (seriousness criterion medically significant), menopausal symptoms ("hormonal changes describe: menopausal like"), hypothyroidism ("thyroid failure"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia, ridiculously heavy flow with clots"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: chronic uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), candida infection ("infection (other describe: chronic candida"), the first episode of cyst ("cysts"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), post-traumatic stress disorder ("ptsd"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), rash erythematous ("rashes or skin conditions type: chronic unknown rashes legs, chest"), rash papular ("rashes or skin conditions type: face, scalp"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headache"), the second episode of cyst ("reproductive system disorder or condition type of disorder or condition: cysts"), bundle branch block right ("blood or heart disorder/condition, type: right bundle branch block"), arrhythmia ("arrhythmia"), nausea ("nausea"), tooth disorder ("dental problems"), myoclonus ("neurological conditions or problems type: my clonic jerks"), muscle spasms ("body spasms"), chronic fatigue syndrome ("chronic fatigue syndrome"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pelvic pain female"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: can't see close up /midrange"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), sleep apnoea syndrome ("sleep apnea"), pain ("chronic pain syndrome"), drug hypersensitivity ("hypersensitivity to medication to the point of difficult to treat."), alopecia ("hair loss") and impaired work ability ("other injury(ies) or complication please describe: was a nurse, unable to work now ever again"), underwent abortion induced (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, device expulsion, abortion induced, genital haemorrhage, seizure, cataplexy, circulatory collapse, menopausal symptoms, hypothyroidism, vaginal haemorrhage, menorrhagia, allergy to metals, urinary tract infection, female sexual dysfunction, candida infection, depression, anxiety, post-traumatic stress disorder, fibromyalgia, rash erythematous, rash papular, bladder disorder, urinary tract disorder, migraine, headache, the last episode of cyst, bundle branch block right, nausea, tooth disorder, myoclonus, muscle spasms, chronic fatigue syndrome, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, visual impairment, fatigue, weight increased, irritable bowel syndrome, sleep apnoea syndrome, pain, drug hypersensitivity, alopecia and impaired work ability outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abortion induced, allergy to metals, alopecia, anxiety, arrhythmia, bladder disorder, bundle branch block right, candida infection, cataplexy, chronic fatigue syndrome, circulatory collapse, depression, device breakage, device dislocation, device expulsion, drug hypersensitivity, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, hypothyroidism, impaired work ability, irritable bowel syndrome, menopausal symptoms, menorrhagia, migraine, muscle spasms, myoclonus, narcolepsy, nausea, pain, pelvic pain, post-traumatic stress disorder, rash erythematous, rash papular, seizure, sleep apnoea syndrome, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of cyst and the second episode of cyst to be related to essure. The reporter commented: she is planning for essure removal due to one test showed that it traveled out of tube into abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded). Lot number - 20227508, expiration date- jan 2013. Lot number- 705802, expiration date- nov 2012. Concerning the injuries reported in this case, the following one was reported via medical records: device embedded. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs received: lot number added. Event injury replaced with events " device breakage, hormonal changes describe: menopausal like/thyroid failure, abnormal bleeding (general),abnormal bleeding (vaginal, menorrhagia),chronic uti, pregnancy (termination), apareunia (inability to have sexual intercourse), infection (other) describe: chronic candida, cysts, psychological or psychiatric problems condition: depression, anxiety, ptsd, fibromyalgia, malposition of essure device location of device: abdomen, rashes or skin conditions type: chronic unknown rashes legs, chest, face, scalp, bladder or urinary problems or changes, migraines / headaches, cysts, ridiculously heavy flow with clots, right bundle branch block/arrhythmia, nausea, dental problems, neurological conditions or problems type: my clonic jerks, body spasms,chronic fatigue syndrome, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device, pain, vaginal discharge, perforation (fallopian tube(s), can't see close up/midrange, fatigue, weight gain,ibs, other injury(ies) or complication please describe: was a nurse, unable to work now ever again. Sleep apnea, narcolepsy, chronic pain syndrome, hypersensitivity to medication to the point of difficult to treat. Collapsing and cataplexy episodes first few years, hair loss" were added. Concomitant medication and history were added. Reporter information and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tube), essure in abdomen/ migration of essure device- location of device : near the proximal end of the fallopian tube'), embedded device ('look for the titanium coils (azure) that was imbedded in muscle wall'), device expulsion ('expulsion of essure device') and pregnancy with contraceptive device ('pregnancy (termination)') in a 42-year-old female patient who had essure (batch no. 20227508,705802) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2, obesity, dysuria, shortness of breath, rhinitis, dermatitis, viral syndrome, asthmatic attack, sleep disturbance, stress, tobacco use disorder, fatigue, recurrent abortion, toxemia, hypertension, jaundice (son) and chronic uti. She denies vaginal discharge or pelvic pain complications had during any of pregnancies- miscarriages, toxemia, hypertension, son ¿jaundice. Previously administered products included for an unreported indication: depo provera from 1995 to 1996 and sponge. Concomitant products included beclometasone dipropionate (qvar), clindamycin, ergocalciferol (vitamin d2), fluconazole, fluticasone, hydrocodone, ibuprofen, magnesium citrate (citroma), medroxyprogesterone acetate, mupirocin, nitrofurantoin, paracetamol (acetaminophen), phenazopyridine, promethazine, salbutamol sulfate (proair hfa), sulfamethoxazole and trimethoprim. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced urinary tract infection ("chronic uti"), migraine ("migraines"), headache ("headache"), nausea ("nausea"), myoclonus ("my clonic jerks"), muscle spasms ("body spasms") and chronic fatigue syndrome ("chronic fatigue syndrome") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced fatigue ("fatigue/ increased fatigue"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia, ridiculously heavy flow with clots/abnormal bleeding(in between and heavy)"). In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criterion medically significant). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced menopausal symptoms ("menopausal like"). In (B)(6) 2011, the patient experienced urinary incontinence ("leak pee unpredictably"). In 2011, the patient experienced device breakage (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced depression ("depression") and post-traumatic stress disorder ("ptsd"). In 2016, the patient experienced bundle branch block right ("right bundle branch block"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), seizure ("seizures"), cataplexy ("cataplexy episodes first few years"), circulatory collapse ("collapsing and cataplexy episodes first few years"), narcolepsy ("narcolepsy"), hypothyroidism ("thyroid failure"), allergy to metals ("nickel allergy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), candida infection ("chronic candida"), cyst ("cysts"), anxiety ("anxiety"), rash erythematous ("chronic unknown rashes legs, chest"), rash papular ("rashes on face, scalp"), dysuria ("pain during urination"), arrhythmia ("arrhythmia"), tooth disorder ("dental problems"), pelvic pain ("pelvic pain"), vaginal discharge ("vaginal discharge"), visual impairment ("can't see close up /midrange/ vision changes"), irritable bowel syndrome ("ibs"), sleep apnoea syndrome ("sleep apnea"), pain ("chronic pain syndrome"), device allergy ("hypersensitivity to medication to the point of difficult to treat"), alopecia ("hair loss"), nervous system disorder ("neuro condition"), metrorrhagia ("abnormal bleeding in between heavy"), impaired work ability ("unable to work ever again"), drug hypersensitivity ("hypersensitivity to medication to the point of difficult to treat"), back pain ("back pain") and pain in extremity ("leg pain") and was found to have hormone level abnormal ("hormone changes"). The patient was treated with amitriptyline, antibiotics, bismuth subsalicylate (pepto bismol), caffeine;paracetamol (excedrin aspirin free), cefixime (flexeril), celecoxib (celexa), cimicifuga racemosa extract (black cohosh extract), hydrocodone bitartrate;paracetamol (vicodin), levothyroxine, naproxen sodium (aleve), ondansetron (zofran), paracetamol (tylenol 8 hour), phenazopyridine hydrochloride (pyridium), succinic acid, sumatriptan and tramadol hydrochloride (tramadole). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, pregnancy with contraceptive device, genital haemorrhage, seizure, cataplexy, circulatory collapse, menopausal symptoms, hypothyroidism, vaginal haemorrhage, menorrhagia, allergy to metals, urinary tract infection, female sexual dysfunction, candida infection, cyst, depression, anxiety, post-traumatic stress disorder, fibromyalgia, rash erythematous, rash papular, urinary incontinence, dysuria, migraine, headache, bundle branch block right, nausea, tooth disorder, myoclonus, muscle spasms, chronic fatigue syndrome, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, visual impairment, fatigue, weight increased, irritable bowel syndrome, sleep apnoea syndrome, pain, device allergy, alopecia, nervous system disorder, metrorrhagia, impaired work ability, drug hypersensitivity, hormone level abnormal, back pain and pain in extremity outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered allergy to metals, alopecia, anxiety, arrhythmia, back pain, bundle branch block right, candida infection, cataplexy, chronic fatigue syndrome, circulatory collapse, cyst, depression, device allergy, device breakage, device expulsion, drug hypersensitivity, dysmenorrhoea, dyspareunia, dysuria, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, hormone level abnormal, hypothyroidism, impaired work ability, irritable bowel syndrome, menopausal symptoms, menorrhagia, metrorrhagia, migraine, muscle spasms, myoclonus, narcolepsy, nausea, nervous system disorder, pain, pain in extremity, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, rash erythematous, rash papular, seizure, sleep apnoea syndrome, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she is planning for essure removal due to one test showed that it traveled out of tube into abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded) left side not occluded. Lot number: 20227508, manufacturing date:2010/01, expiration date:2013/01. Lot number:705802, manufacturing date:2010/01, expiration date:2013/01 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2020: plaintiff fact sheet received : events added- back pain, pain in extremity. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.